Event description:
According to the literature, a prospective study aimed to determine the safety of electronavigation bronchoscopy (enb) in patients with peripheral pulmonary lesions between february 2023 and april 2024. The device was utilized to perform enb procedures. A total of thirty patients participated in this study. Procedural complications of pneumothorax occurred in two patients. It was detected on p ostinterventional chest x-rays and was monitored in the hospital. One patient was treated with a chest tube, which was removed without complications after a complete radiological resolution of the pneumothorax. The other patient underwent clinical and radiological follow-up and was discharged upon spontaneous remission of the pneumothorax. Real-world diagnostic yield and safety of electromagnetic navigation bronchoscopy for pulmonary nodules: experience of a single centre 10.1055/a-2831-4870.

Manufacturer narrative:
Carolin kraska, susanne m. Lang. "Real-world diagnostic yield and safety of electromagnetic navigation bronchoscopy for pulmonary nodules: experience of a single centre." Pneumologie, 2026.doi/10.1055/a-2831-4870. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.